Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: swollen lymph nodes in the breast area since the implant.

Event description:
Patient reported for right side "swollen lymph nodes in the breast area since the implant", "has great fear because of the recall". The device remains implanted.